Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. They were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump passed the basic occlusion test, displacement test and 10u bolus delivery. There was no motor error alarm noted. The motor tested okay and there was no motor position encoder error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system, motor error and no delivery. The customer's blood glucose was 380 mg/dl at the time of incident. The customer stated that they will treat with shots. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.